Event description:
It was reported that, "tibial component loosened over time. The doctor revised the components and was satisfied."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.